Manufacturer narrative:
A replacement transformer was sent to the customer; the original product was not returned for evaluation. Therefore, no definitive conclusion can be reached regarding the root cause of the reported problem. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reports for the past two days (8/2 and 8/3), the ac adapter for the pump seemed to over heat, and has now stopped working completely. Whenever it is plugged into an outlet (whether in use or just plugged in without being turned on), it becomes hot to the touch, and the external plastic covering is now starting to melt. The customer has stopped using the transformer and is only using the battery pack.